Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. On (B)(6) 2018 the patient experienced elevated blood glucose levels; the patient attempted to self treat with correction boluses, but values did not decrease. On (B)(6) 2018 the patient's blood glucose levels continued to rise, and the patient went to the hospital. The patient's blood glucose result at the hospital was over 800 mg/dl. The patient was disconnected from the infusion device, and was treated by the hospital. The type of treatment given was not provided. On the same day the patient was transferred to a different hospital, to the cardiology department, as she was at risk of a heart attack. A cardiac catheter was laid and the coronary arteries had to be exposed. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.